Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: section h6: patient code 2138 was provided in the initial MDR, however the appropriate code should have been 3191-residual hyperopic surprise. Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 2/12/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on optic body and haptics. Additionally, the lens was observed to be cut in pieces with a detached haptic, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be verified, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019 and (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced residual hyperopic surprise in the left eye post-implant of a model zct150 intraocular lens. At explant there was no vitrectomy, incision enlargement or sutures required. Another lens (same model, higher diopter) was implanted as the replacement. There were no complications. No additional information was provided to johnson & johnson surgical vision.